Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately one week post implant of an implantable pulse generator (ipg) the patient presented with cellulitis. The ipg remains in use. No further patient complications have been reported as a result of this event.